Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not deliver insulin/ medication. The following information was provided by the initial reporter: it was reported by the customer that several needles jam during the injection / needle clog.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle would not deliver insulin/ medication. The following information was provided by the initial reporter: it was reported by the customer that several needles jam during the injection / needle clog.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.